Event description:
A report was received that the patient's ipg was replaced because the patient was experiencing difficulty charging and the location of the ipg was uncomfortable for the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was replaced because the patient was experiencing difficulty charging and the location of the ipg was uncomfortable for the patient. The patient was reportedly doing well following the procedure.